Manufacturer narrative:
B3: date of incident or estimated date of incident was not provided to the manufacturer. Notified date used as date of incident until further information is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis: evaluation confirmed the reported malfunction of burr not attaching properly. The likely cause of the failure is due to breakage of the tip bearing. It was also noted that the markings were damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bur could not be attached properly. It was unknown if there was any patient involvement or complications as a result of the event. Additional information received stated that there was breakage of tip bearing.